Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center, and the device failed the pressure sensor verification test step. A service required alarm condition indicating the o2 flow sensor failed was observed in the device's downloaded event log. The device's oxygen blending module board was replaced to address the issues. Additionally, not related to the previous issue, the front enclosure, handle and universal porting block were found to be physically damaged and were replaced to address the issues.